Event description:
The patient has been diagnosed with an inflammatory mass. The patient is having severe leg pain and some numbness/poor control in legs. An MRI was done that demonstrated a mass 1.2 cm by 1.5cm.